Manufacturer narrative:
The trend review and lot search did not identify increased complaint activity. Testing was completed to evaluate the assay performance using a file kit of reagent lot 03116e000. All replicates met acceptance criteria and the testing passed. A study was reviewed "performance characteristics of six intact parathyroid hormone assays". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of 6 intact parathyroid hormone assays, including the architect which was the comparison method. For method comparison, serum and edta plasma samples were tested by all methods. Overall the study found good correlation for all methods, but did indicate there was significant bias between methods. The study also concluded that there are many factors that potentially influence variability for pth measurements, including the method used, pth source (synthetic vs endogenous), population evaluated, and vitamin d status, preanalytic variables such as sample matrix, and storage time and temperature. The study assessed some of these factors that can produce variability and confirmed that there is variability between pth assays. In conclusion the study indicated that standardization efforts are warranted and assay-specific decision limits are required. A review of the product labeling concluded that the issue is sufficiently addressed. A product deficiency was not identified for this issue.

Manufacturer narrative:
(B)(6). This report is being filed on an international product, architect intact pth, list 08k25-20, that has a similar us product distributed in the us, architect intact pth, list 08k25-27. An evaluation is in process. A followup report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The account generated inconsistent architect intact pth values on 14 patient samples compared to repeat architect, roche or siemens methods. No specific patient information was provided. No impact to patient management was reported. Data provided: ID (B)(6) architect i2000sr of 99.6, 51.2, 91.2, 90.6 pg/ml; architect i1000 of 50.6 pg/ml; reference lab of 61.94 pg/ml; ID (B)(6) architect i2000sr of 56.6, 54.5 pg/ml; architect i1000 of 56.6 pg/ml; reference lab of 40.16 pg/ml; ID (B)(6) architect i2000sr of 89.9 pg/ml; reference lab of 55.84 pg/ml; ID (B)(6) architect i2000sr of 30.7 pg/ml; reference lab of 18.41 pg/ml; ID (B)(6) architect i2000sr of 165.6 pg/ml; reference lab of 91.02 pg/ml; ID (B)(6) architect i2000sr of 62.2 pg/ml; reference lab of 36.35 pg/ml; ID (B)(6) architect i2000sr of 14.9 pg/ml; reference lab of 87.10 pg/ml; ID (B)(6) architect i2000sr of 63.6 pg/ml; reference lab of 40.15 pg/ml; ID (B)(6) architect i2000sr of 54.7 pg/ml; reference lab of 32.60 pg/ml; ID (B)(4) architect i2000sr of 45.6 pg/ml; reference lab of 28.68, 28.0 pg/ml; ID (B)(6) architect i2000sr of 113.4 pg/ml; reference lab of 85.01, 89.0 pg/ml; ID (B)(6) architect i2000sr of 65.2 pg/ml; reference lab of 41.0, 41.0 pg/ml; ID (B)(6) architect i2000sr of 10.9 pg/ml; reference lab of 7.0, 5.19 pg/ml; ID (B)(6) architect i2000sr of 119.1 pg/ml; reference lab of 72.77, 72.0 pg/ml.